Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a pump error 53 and had a blank display screen. Customer's blood glucose was 214 mg/dl. Display screen was restored. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electronic board during visual inspection. No unexpected pump error alarms during testing however, the formatted history file confirmed pump error alarm, due to software error. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.